Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system in 2006 which included two leads (exact date unk). It was reported the pt was receiving stimulation in the back and stomach, not the leg as intended. The physician elected to explant and replace the leads which resolved the reported issue. It was noted that device info cannot be obtained. In addition, the explanted devices will not be returned to the MFR for analysis.